Event description:
New information received indicates that the patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory via stored egms. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that a patient's rhythm increased after receiving atp therapy. The device was explanted and replaced.